Manufacturer narrative:
One medfusion 3500 pump was returned for analysis with damage to the plunger case. Inspection of the device confirmed the reported issue. This issue was caused by the customer's incorrect assembly of the device. The issue was that the flippers were not set properly in the plunger head, would not retract all the way down. The pump was repaired, recalibrated and passed functional testing.

Event description:
Information was received that medfusion 3500 pump displayed an error that the syringe was not in place. There no adverse events reported.